Manufacturer narrative:
This report is being supplemented to provide a correction to: MFR report #9610595 - 2023 - 11905. Patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally to provide information received through follow up (B)(4). The distal cover retrieved was not damaged. No anti-fog agent applied to the scope lens. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. The user confirmed that the distal cover was not damaged during inspection prior to use. The user confirmed that the distal cover attached to the subject device did not come off by pulling or twisting during inspection prior to use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the reported phenomenon occurred due to the distal cover overlapped hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the subject device and easy to come off. However, a specific root cause of the reported phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Event description:
Staff indicated that this issue has happened at least 1 other time several months ago, but it was noticed immediately. A specific date of the prior event was not available. The patient vomited up the single use distal cover while in recovery in the post-anesthesia care unit. The staff stated that they noticed the issue was caught on the bite block and immediately retrieved the device. The issue occurred at the end of the procedure when removing the scope from the patient¿s mouth. The procedure was not prolonged, postponed, or canceled. Patient¿s anesthesia or sedation was not extended. No other devices were connected to the subject device when the failure occurred. No significant prior medical history.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5 and d4 serial number. The investigation is ongoing, if additional / applicable information is obtained, a future report will be submitted.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope plastic cover that was placed on the tip of the scope came off in the patient's mouth when the scope was being removed at the procedure's end. The issue was found during procedure, and the intended procedure was endoscopic retrograde cholangiopancreatography. There were no reports of patient harm. Associated patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.